Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection did not reveal any wear and tear on the device. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture and turned on the power switch. The customer reported product problem (fluid leak) was confirmed during testing. The product problem occurred because of a misaligned gasket. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator determined that the problem source of the reported product problem was a manufacturing problem. This was established as the root cause. The misaligned gasket was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking fluid around the cover. No patient injury or complications were reported in relation to this event.